Manufacturer narrative:
(B)(4).

Event description:
It was reported that in medical imaging prior to insertion, the white part of the peel away sheath broke away. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the sheath tabs breaking off was confirmed. One peel-away sheath was returned for evaluation. The returned sheath was broken into four pieces. The sheath was broken along the score lines creating two pieces and both of the tabs were separated from each half of the sheath body creating the third and fourth piece. Microscopic examination of the separated tab revealed that the inside was smooth and white. Microscopic examination of the sheath body revealed a slight indent where the tab was attached at one time. The sheath tab is designed to remain attached to the sheath body to facilitate the sheath removal from the patient. A device history record review was performed on the peel-away sheath with no relevant findings observed. The probable cause of this complaint is manufacturing. Further investigation of this complaint issue has been initiated.